Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/6/2021 additional h6 component code: g07002 - conforming device additional information: d9, h6 a manufacturing record evaluation was performed for the finished device batch ppbexa, xcw870419 and no non-conformances were identified. Additional h6 investigation summary: an unopened sample of product code w8704, lot # ppbexa was received for evaluation. During the visual inspection of an unopened sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Also, the sample was tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular heart surgery on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle and the needle was cut. Another device was used to complete the surgery. There were no adverse patient consequences reported.